Event description:
It was reported that a patient underwent a robotic laparoscopic total hysterectomy on (B)(6) 2012. During the procedure, the device worked initially, but then the blade would not activate when the trigger was pressed. The device stopped working and the blade would not advance and rotate. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.